Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead helix was stretched inside the heart after being pulled forcibly. The physician believed the helix was caught in the chordae tendineae and was slightly extended after torquing and manipulating the lead in the body. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the stylet in the lead. The lead was returned with the helix extended and stretched. If information is provided in the future, a supplemental report will be issued.